Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address continuous hip pain since primary surgery. Update: (B)(4) 2013 - litigation papers received. Litigation alleges swelling, discomfort, elevated metal levels, fluid, and loosening. An unknown devices is being added to address the loosening.

Manufacturer narrative:
.